Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that:the DHR of the part with lot number was reviewed and no complaint related issues were found. In reference to the complaint description it was detected, presumably after surgery, which the traumacem v+ cement kit has expired. In the actual instructions for use it is clearly described, in the warnings and precautions section, that the product should not be used after the expiry date. Based on these results we can only assume that the device was not used according the actual IFU. No product fault could be detected. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The investigation summary was reviewed. It was determined the product itself was correct; the label did show the correct expiry date. Therefore it was concluded that the customer did not follow the instructions for use (IFU) as they did not check the label before use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials, dob, and weight not provided by reporter. Device is not distributed in the united states, but is similar to device marketed in the USA. While the implant date is determined to be (B)(6) 2014; the material was not found to be expired until january 23, 2015. Device not reportedly explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 25. July 2011. Expiry date: 01. March 2014. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the traceability of the implant installation the hospital staff noted that the patient received expired bone cement. Patient had product implanted on (B)(6) 2015, the product expired on 01 march 2014. The cement was injected into the femoral head in combination with an intramedullary nail pfna. The cement was supplied in a loan kit specially ordered for this intervention. This is report 1 of 1 for (B)(4).